Event description:
The customer reported that the ventilator would not power on. The device was not in use therefore there was no patient involvement. Upon evaluation, the manufacturer's service technician reported the device went vent inop when first powered on into normal ventilation mode. The service technician reported the unit passed extended self testing (est) and the vent inop occurrence could not be duplicated after est was completed. Review of the device diagnostic log indicated a 24/12 volt failure occurence during operation with a vent inop occurrence during subsequent power on. If a 24/12 volt failure of the ventilator occurs during use and results in a shutdown of the ventilator, an audible power fail alarm will activate. Performance verification testing and applicable final testing was completed and passed to operating specifications.